Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/ migration of essure device location of device: both coils on left side') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in toe, uterine bleeding, cough, upper respiratory symptom, sore throat, swallowing painful, degenerative disc disease, neck pain, gestational diabetes mellitus, pregnant, depression and conjunctivitis bacterial. Concomitant products included naproxen. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fungal infection ("infection (other) describe: yeast"), migraine ("migraines / headaches"), abdominal pain lower ("lower abdomen pain") and coccydynia ("tailbone pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vaginal infection ("vaginal infection") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal infection, weight decreased, vaginal haemorrhage, fungal infection, migraine, abdominal pain lower and coccydynia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, coccydynia, dysmenorrhoea, fallopian tube perforation, fungal infection, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she received treatment for: vaginal infection. There were approximately 3 coils seen within the uterine cavity, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, headache, lower quadrant abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal infection ("vaginal infection") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal infection and weight decreased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, vaginal infection and weight decreased to be related to essure. The reporter commented: she received treatment for: vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09/12/2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury¿ was updated to pelvic pain. Events- fallopian tube perforation, dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal infection, weight loss and she did not undergo essure confirmation test were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/ migration of essure device location of device: both coils on left side') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in toe, uterine bleeding, cough, upper respiratory symptom, sore throat, swallowing painful, degenerative disc disease, neck pain, gestational diabetes mellitus, pregnant, depression and conjunctivitis bacterial. Concomitant products included naproxen. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fungal infection ("infection (other) describe: yeast"), migraine ("migraines / headaches"), abdominal pain lower ("lower abdomen pain") and coccydynia ("tailbone pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vaginal infection ("vaginal infection") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal infection, weight decreased, vaginal haemorrhage, fungal infection, migraine, abdominal pain lower and coccydynia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, coccydynia, dysmenorrhoea, fallopian tube perforation, fungal infection, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she received treatment for: vaginal infection. There were approximately 3 coils seen within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, headache, lower quadrant abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Events: abnormal bleeding (vaginal), infection (other) describe: yeast, migraines / headaches, lower abdomen pain, tailbone pain, were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.